Event description:
According to a letter received from the customer, the event happened during an orthopedic procedure when an attempt was made to insert a pin into a cutting block, the pin stuck and was unable to be removed. There was no other information in the letter concerning any other details of this event.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. If additional information becomes available, it will be submitted in a supplemental report.